Event description:
It was reported there was a device cable fault. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. The customer refused service so no resolution was provided. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer refused service.

Event description:
Philips received a complaint on the heartstart mrx indicating that the therapy delivery test failed. There was no patient involvement.